Manufacturer narrative:
(B)(4). Reason for the late MDR is due to the implementation of a process improvement.

Event description:
It was reported that the patient experienced right buttock, leg, and foot pain, right leg weakness, acute and chronic arthralgias, acute renal failure, and possible aspiration pneumonia. A lumbar skin abscess was also noted, and a wound culture was positive for methicillin resistant staphylococcus aureus (mrsa). The patient was hospitalized, and the lead and extension were explanted on (B)(6) 2010. The patient had a wound vac placed to facilitate wound healing, and a PICC (percutaneous intravenous central catheter) line placed for intravenous antibiotic administration. Additional information was requested.